Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.